Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was unable to power up. The cause for the failure was isolated to heavy corrosion on the auxiliary pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.

Event description:
The fiance of a (B)(6) female pt called zoll customer support to report that the pt's monitor wasn't powering up properly. The pt was issued a replacement monitor.